Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On (B)(6) 2004, the pt contacted lfs alleging that her one touch ultra meter would not power on. The last result obtained by the pt on the reported meter was 170 mg/dl on (B)(6) 2004. On (B)(6) 2004, the pt felt symptoms of clamminess and attempted to retest; however, the reported meter would not power on. The pt took no actions following the use of the meter. She went to her physician to be checked and rec'd no treatment. The customer service rep verified that the pt was using correct test strips, that the battery was installed correctly, that the battery was replaced less than one yr ago, and that the battery contacts were in good condition. The csr walked the pt through replacing the battery and the meter still did not power on. The pt neither alleged harm nor experienced injury or medical intervention. Based on the unresolved power issue, there is and indication that the product malfunction and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.